Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a circumferential outer catheter crack at the proximal balloon glue joint, which the customer likely perceived as a break. The definitive root cause for the crack in the outer catheter at the proximal balloon guide joint could not be determined. It is unknown whether patient/procedural issues contributed to the event. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as wall as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that the pta balloon would not inflate past 4 atmosphere (atm). Upon successful retraction, a shaft break near the proximal balloon bond was observed a new pta balloon was used to complete the procedure. There was no report of patient injury